Event description:
It was reported that, increased capture thresholds were noted on the right ventricular (rv) channel of the device. Additionally, premature battery depletion was suspected. During the device explant procedure, the device can was visually noted to be swollen. The device was successfully explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was in back-up operation mode upon receipt. A longevity calculation was performed and found battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the cause of the current drain and premature battery depletion.

Event description:
Additional information was received that loss of capture was noted.